Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that when the new carrying case was opened for the patient on their implant date, the bag had a broken connector. The carrying case was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the carrying case ((B)(4)) related to this complaint was not returned for evaluation. A review of the manufacturing documentation confirmed that the device met all requirements for release. The reported event could not be confirmed since the unit in question was not available for analysis. A possible root cause can be attributed, but not limited, to damage sustained during transportation and/or due to an assembly error. If information is provided in the future, a supplemental report will be issued.